Event description:
Procedure: bilateral inguinal hernia repair. According to the reporter: the seal on the dissection balloon was broken. There was no adverse consequences to the patient. Additional information has been requested and will be submitted once received.

Manufacturer narrative:
(B)(4).